Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2pcvd); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that therapy hasn't been helping them for probably 6 months (confirmed year as 2025). Patient stated they weren't having success with it and stated their doctor told patient to have therapy on for a couple days and do a diary. Patient reported they turned therapy off for a few days and wasn't seeing any difference with therapy on so their doctor advised patient to have therapy off for a while. Patient also reported they did an x ray and there is one wire that is not exactly where it should be. Patient stated their dr said for their next step is to do botox and stated they are going to see if they are going to remove the "unit" or use the unit in conjunction with the botox. The patient stated they have an MRI on friday, and there are concerns about having the device in their back and having the MRI. The patient confirmed their implant is turned off. The agent reviewed MRI mode; walked the patient through steps to activate MRI mode. Patient initially reported getting a device that was not responding; that was resolved by repositioning the communicator on the patient's implant. Patient successfully connected with their implant and activated MRI mode. Patient confirmed MRI mode displayed full body scan eligible. Documented information patient provided and focused on reason for call (MRI mode). Agent attempted to call patient back as agent realized after the call that the patient made a comment that their "wire is not exactly where it should be.". The agent left a voicemail for patient to call patient services back. Agent wanted to inform patient to follow up with their healthcare provider regarding lead concern and to confirm MRI eligibility due to this.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va2pcvd) revealed the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID: 978b128, lot# va2pcvd, implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-20 additional information was received from a healthcare professional. They reported that the device was explanted and they were requesting a return kit to send it back.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2pcvd, implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.